Event description:
An attorney alleges that the patient's lead was defective and that they received multiple shocks "without cause." The attorney also alleged that: "plaintiff has experienced and/or is at risk of experiencing serious and dangerous side effects including but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove or replace the defective device, physical pain and mental anguish, including diminished enjoyment of life, as well as the need for lifelong medical treatment, monitoring and/or medications, and fear of developing any of the above named health consequences." The lead is still in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was confirmed to be fractured and the lead was programmed off.

Manufacturer narrative:
The initial reported event of a defective lead and inappropriate shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.